Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined as the reported issue was not reproduced. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that her olympus evis exera ii ultrasonic bronchofibervideoscope was not producing an image during an endobronchial ultrasound procedure. According to the initial reporter, the image ¿burned out¿. The initial reporter confirmed that the subject device was inspected prior to use and no abnormalities were noted. The customer went on to note that a backup device was used to complete the procedure with no patient harm reported.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was not confirmed. While testing the subject device, the image was present, and the unit passed all functional tests. However, the distal end adhesive was found damaged. The insertion tube had cuts and scratches present, and the scope connection¿s back cover was found loose. If additional information becomes available following the device evaluation, a supplemental report will be filed.